Event description:
It was reported that the patient was having the trial to treat large intestine pain. While at the hospital, the device was helping with the pain, but the patient was now starting to feel the pain today and noticed the green light was not flashing on the ens (external neurostimulator). The patient tried turning the device off and on, but this did not help. The patient had been talking with the manufacturer representative about this issue. The representative indicated that the ens was not functioning properly and the patient would be getting a new one to resume therapy. Additional information received reported that the lead was damaged during a trauma event suffered by the patient and the lead was removed and replaced. Further information received reported that the patient¿s ens was turned back on yesterday and the patient was receiving test therapy now, although too early to determine if effective. It was noted that the lead revision was due not to product failure, but according to the patient the external wire got caught in a door as it was being shut, which caused it to be yanked out of the connection piece.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient did receive therapy but her symptoms did not respond. As such, the patient was scheduled for lead removal the following week. Approximately two weeks later, it was reported that the lead was successfully removed. There was no sign of the device not performing properly.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).